Event description:
The pt was implanted with an ipg on (B)(6) 2006. It was reported that the recharge time for her ipg has recently increased. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this issue found that the alleged problem persists with use of the new charging system. An appointment with the physician has been scheduled for further interrogation.

Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.